Event description:
A 50 ml bag of IV bumex drip started at 2320 running at 4ml/hr. Rn noticed upon assessment that bag had almost run dry at 0430. Pump was assessed with charge rn and rate and dose was verified against the mar; rate and dose were found to be correct in IV pump. IV line was disconnected from patient and pump was kept with all lines intact and removed from room. Pharmacy was consulted. Md was notified of situation and gave verbal order to hold bumex drip until md rounds in the am. Pt vital signs stable and no report of other adverse reactions. I pulled and reviewed the infusion report and did not find any programming errors. The pump shows it had delivered only 20 ml at the time the reporter states the bag was found empty which leaves 30 mls of medication unaccounted for. I have reached out to the reporter to determine if she used new tubing when hanging this medication as the priming volume of the tubing could be a factor. FDA safety report ID# (B)(4).